Event description:
Doctor implanted two (2) track plus distractors for a bilateral procedure. When the pt was activating distractor number 1, the distractor separated at the activation point. Doctor removed distractor number 1 and replaced it with another distractor of the same stock number. Distractor number 2 was not affected.